Event description:
Olympus was informed that the image went out during an unspecified type of procedure which might have been related to the charge-couple-device (ccd) device. There was no further detail provided.

Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info regarding this report. The user facility reported that there was no pt injury reported. There was no image due to the charge-couple-device (ccd) had stopped working. It was unclear whether the reported phenomenon was detected prior to a procedure or during a procedure as there was no further clarification or details provided. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. There was no image observed during eval. The bending cover was torn and it was missing bending section glue at the distal end. The insertion tube, the bending cover, the distal-end cover, and the light-guide tube were noted with non-olympus parts. There was no resistance value on the burny pin #3. Based on the instrument history, the device was never returned to olympus for service since it was purchased on (B)(6) 2009. The reported phenomenon was attributed to non-olympus parts and repair. This report is being submitted as a medical device report in an abundance of caution.